Event description:
Per the clinic, the patient underwent an external surgical procedure (specific date not reported) that resulted in absence of the posterior bony wall of the external auditory canal. Subsequently, the patient developed retraction of the skin in the posterior wall of the external auditory canal, which led to the extrusion of the electrode into the lateral mastoid. The device was then explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.